Event description:
Customer reportedly obtained results of 60mg/dl, 548mg/dl, and 140mg/dl on the advantage system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent. No quality controls were used.